Event description:
The blade broke off in the infant patients foot. The blade came completely out of the device. The blade was removed from the infant's foot at another facility, sturgis hospital, sturgis, mi. The ER doctor had to cut it out and stated that it broke into several pieces when doing so. Only one occurrence.